Manufacturer narrative:
Additional information: h3:device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim#(B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -14.00 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens implanted, removed, and replaced intraoperatively for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.